Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information regarding corrective actions or outcomes was received.